Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a patient with suspected extrinsic outflow graft obstruction (eogo) was taken to the catheter lab on (B)(6) 2024 for outflow graft (ofg) stenting. Eogo was suspected due to 1 lpm drop in flow overtime and previous computed tomography angiography (cta) imaging. It was noted that an additional gore-tex tube was placed at the time of implant distal from the pump bend relief to the remainder of the outflow graft length. Balloon inflated stents were placed along the entirety of the outflow tract without issue. Flows increased from 3.8 lpm at 5800 to 5.0 lpm at 5800. The patient tolerated it well, with expected discharge home on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction (eogo), inflow cannula mispositioning, an outflow graft kink, and low device flow was unable to be confirmed as no images, log files, or product was available for evaluation. A specific cause for the reported eogo, inflow cannula mispositioning, and outflow graft kink could not be conclusively determined; however, the low device flow reportedly resolved with outflow graft stenting. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure and hypertension. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 6 also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 1 of the IFU also provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" of the IFU explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 also contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had consistent low flows and was sent for a computed tomography in (B)(6) 2024. The patient experienced shortness of breath with exertion and increased lethargy. Cta imaging showed that there was an increased caliber of the outflow cannula and increased eccentric hypodense material, which resulted in compression of the inner opacified portion of the outflow cannula at the level of the bend relief. Hypodensity may have represented debris related to porosity of the outflow cannula, or possibly thrombus. Additionally, the outflow cannula was kinked at the level of the right atrioventricular groove, and there was questionable discontinuity of the gore-tex wall of the outflow cannula in the area of greatest cannula diameter. Subjectively moderate enlargement of the right ventricle with the right ventricular hypertrophy was also noted in the CT scan. The scan also captured enlargement of the pulmonary arteries which was concerning for pulmonary arterial hypertension and could be consistent with known elevated transpulmonary gradient and pulmonary vascular resistance index (pvri) noted during a 2018 cardiac catheterization. It was noted that the patient had a d-transposition of the great vessels status post mustard procedure, indicating that the right ventricle was pumping blood to the body. A moderate hiatal hernia was also noted. There were incompletely evaluated postsurgical changes from congenital heart surgery and the left ventricular assist device. There was increasing fluid around the ventricular assist device cannula. A similar left rectus abdominal fatty infiltration and superficial fat was stranding about the driveline without intraperitoneal inflammation or focal fluid collection. The pump had increased fluid surrounding one of the cannulas. The patient had improved flows post-stent and remained on their destination therapy (dt) plan.